Manufacturer narrative:
(B)(4).

Event description:
It was reported "iab ruptured. Left axillary insertion. The iab had been in 3 days. They tried decreasing the balloon volume but continued to get the possible helium loss 3 and high-pressure alarms. They removed this iab and attempted another 40 cc fiberoptic iab using the same lt axillary insertion site. They again got possible helium loss 3 and high-pressure alarms. Again, they tried decreasing the balloon volume from 40 to 35 to 30 cc. Continued to get the alarms. They removed this balloon and tried another 40 cc fiber optic iab. They used the same lt axillary insertion site. They again got the same alarms. They tried repositioning the iab, but no change. They removed this balloon and elected not to insert another iab". The patient's current condition is reported as "fine". No patient injury or consequence reported. Please see associated MDR#'s: 3010532612-2025-00466, 3010532612-2025-00467, 3010532612-2025-00446.

Event description:
It was reported "iab ruptured. Left axillary insertion. The iab had been in 3 days. They tried decreasing the balloon volume but continued to get the possible helium loss 3 and high pressure alarms. They removed this iab and attempted another 40 cc fiberoptic iab using the same lt axillary insertionsite. They again got possible helium loss 3 and high-pressure alarms. Again, they tried decreasing the balloon volume from 40 to 35 to 30 cc. Continued to get the alarms. They removed this balloon and tried another 40 ccfiberoptic iab. They used the same lt axillary insertion site. They again got the same alarms. They tried repositioning the iab, but no change. They removed this balloon and elected not to insert another iab". The patient's current condition is reported as "fine". No patient injury or consequence reported. Please see associated MDR#'s :3010532612-2025-00444, 3010532612-2025-00466, 3010532612-2025-00467, 3010532612-2025-00446.

Manufacturer narrative:
(B)(4) the reported complaint of "iab ruptured" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.